Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is unknown. UDI: (B)(4). Implant and explant dates: due to device breakage, the device was not implanted or explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4), manufacturing date: 18th november 2015, expiry date: 1st november 2025; article was sterilized by supplier (B)(4). Lot of 149 pieces was released based on step 0080 of work order (B)(4). Neither deviation nor any ncrs were marked in this document. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: it was reported, while performing a second metacarpal fracture surgery on (B)(6) 2016, the surgeon attempted to insert the cortical screw 1.5mm self-tapping using the modular hand system and the portion adjacent to the screw head broke. There was no surgical delay or patient harm reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for subject device (1.5mm ti cortex screw self-tapping 10m, part # 400.810s, lot # 9723442). Screw head of article 400.810s was returned. Microscopic inspection showed that the shaft part of this screw is broken off. The recess on head does show marks of use where material got deformed by the screw driver we do assume. The screw could not be investigated further as the broken off shaft remained in patients bone like reported. The exact root cause for this complaint could not be found. No manufacturing related deviation detected. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter phone number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the screw shaft was left in patient's body. Procedure was successfully completed.